Event description:
It was reported that around (B)(6), the area around the patient's ins became red, inflamed, hot, painful and swollen to the size of an orange. It was originally thought to be a bruise, but worsened over time. On (B)(6), the patient pulled a muscle in her back when she was moving furniture, but since this occurred after her problems with the ins started, she did not believe it contributed to the issues. About thirty minutes after turning stimulation on the patient would feel hot from the inside. The patient decided to cut back on her stimulation usage as a result, however the warm sensation persisted, even after the ins had been turned off for two weeks. A manufacturer representative checked the pocket and stated that it felt the same temperature on both sides of the patient's body, however the patient stated that her temperature was taken at the ins site and it was found to be 10 degrees warmer than the other side of her body. It was also reported that the patient was charging more than expected, it was painful trying to recharge, and the patient experienced three burn marks six hours after trying to recharge. The patient went to the ER on (B)(6) and they believed the ins was malfunctioning; however a manufacturer representative checked the device and did not believe the ins was the problem. Impedance measurements were normal, and the burning sensation was not able to be reproduced through palpation of the ins. The patient was feeling appropriate stimulation coverage, and the stimulation was covering her pain. It was noted that implant site looked well healed and there was no swelling, however the area was tender to the touch. The patient developed a seroma post-implant, and the hcp prescribed antibiotics, but reported that there was no infection. The patient completed an allergy test, which came back negative. The patient's hcp recommended removal of the ins, however the patient stated that the stimulator really worked for her and she wanted to keep it. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Lead: model 3777-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: na; lead: model 3777-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: na; programmer: model 37744, serial# (B)(4); recharger: model 37754, serial# (B)(4).

Event description:
Follow up information received reported that the cause of the event was unknown and the patient outcome was reported as no injury. It was also noted that the healthcare professional had no further information on the patient. If additional information is received, a follow up report will be sent.